Manufacturer narrative:
The zoll catheter was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During patient use on a (B)(6) female weighing (B)(6). Forty hours after the catheter was placed into patients body, the thermogard exhibited an air trap alarm. Leak was observed on the suk airtrap. The suk was replaced and air trap alarm on thermogard system was cleared by user. Per customer, the catheter was removed and a leak was also noted. The use of the ivtm therapy was stopped. According to the customer, the catheter was not replaced as the rewarming was completed and the patient had no fever. No patient harm or consequences reported on this event.

Manufacturer narrative:
Evaluation of the returned catheter confirmed the customer reported complaint as an icy catheter pinhole leak at the proximal end of the medial balloon. Visual inspection of the returned catheter was performed. No abnormalities with the catheter were seen. All lumens flushed as intended. During functional testing, the catheter was connected to a pressurized inflation device. Capping the "out" luer and connecting the "in" luer to the pressure inflation device. Immediately upon pressurizing the catheter, a pinhole leak was noted at the proximal end of the medial balloon. During manufacturing all icy catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints reported for catheter with lot number 74114.